Event description:
Reportedly, the surgeon closed the handle and the handle did not return. The surgeon fired both staplers; one staple line had to be oversewn and the second did not fire any staples. There was tissue damage and a delay in the case as the problems were corrected. Procedure: gastric bypass